Manufacturer narrative:
Further information was provided and reported the lens was remove and replaced during the same procedure. The lens was discarded. It was reported unplanned sutures and a vitrectomy were required. The patient outcome was reported as doing fine. The lens was replaced with another johnson & johnson lens (za9003 18.0 diopter). No other information was provided. The following section has been updated accordingly: section b2: outcomes attributed to adverse event: required intervention. Section b3: date of event: (B)(6) 2020. Section d6: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d7: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h6: patient code 2643- vitrectomy, 3191-unplanned sutures. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed three other complaints were received under this production order; however, product deficiency were not identified in all three complains. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/ not provided. If implanted, give date: unknown if lens remains implanted. If explanted, give date: not applicable, there is no indication the lens has been explanted. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted, the patient's capsular bag tore and the iol went into the vitreous. No additional information was provided to johnson & johnson surgical vision.